Manufacturer narrative:
H.6. Investigation summary: one open and sixty sealed 32g x 4mm pen needle samples were returned from lot. No. 8346642, cat. No. 320562. Visual examination of the opened sample was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A clog test was carried out on the sixty sealed samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: as the one confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. No issues were observed with the remaining sixty samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10

Event description:
It was reported that during use the needle was blocked and was unable to deliver insulin with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from french to english: a patient, who has been diabetic for several years, arrives today, completely destabilized and panicked, with her last box of bd 4mm needles, because a needle has blocked at the very moment of insulin injection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle was blocked and was unable to deliver insulin with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from (B)(6) to english: a patient, who has been diabetic for several years, arrives today, completely destabilized and panicked, with her last box of bd 4mm needles, because a needle has blocked at the very moment of insulin injection.